Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reported via post market survey; however the customer has indicated that a leakage was identified during use of a bd maxzero¿ needle-free connector. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that 4 bd maxzero¿ needleless connector leaked and 3 were damaged, but still operable. The following information was provided by the initial reporter: "it was reported via post market survey that clinicians encountered leakage of fluids (4) and breaks whilst unscrewing (3). "